Manufacturer narrative:
During the reprogramming and education sessions held with the patient there was no indication of any system or component failure or malfunction. It is possible that the position of the permanent system was similar but slightly different than the trial system and thus was not giving the same results. No imaging was shared with the firm to confirm implant placement and the device is not available for testing. The information available does not support any definitive cause for lack of system efficacy.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat lower back pain after having participated in a successful trial phase and wear study with nalu. After activating the system, multiple reprogramming sessions were completed to attempt to optimize the level of therapy being delivered, however the patient continued to report inadequate pain relief. Patient also reported difficulties managing the external components of the nalu system, despite multiple education sessions. On (B)(6)2025 the firm was notified that the patient had decided to remove the system and a full explant had been performed on (B)(6)2025. Nalu was unaware that the procedure had been scheduled and was not present for the explant. The explanted components were not returned to the firm for evaluation.